Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the rewind was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: on investigation, the rewind, load and prime steps were successfully completed without any unusual noises from the pump. No alarms occurred during the investigation. Boluses were delivered during testing without unusual noises. Investigation did not duplicate the complaint.